Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/07/2016, that on (B)(6) 2016, the continuous glucose monitor (cgm) had inaccuracies compared to blood glucose (bg) meter and an adverse event. The sensor was inserted in the patients arm on (B)(6) 2016. It was reported that the patient called her mother from school, at 8:30am on (B)(6) 2016, to report a cgm reading of 53 mg/dl with double down arrows. The patient's mother told the patient to drink a juice box and go to the school nurse. The school nurse took patient's bg reading, at which time patient's glucose was actually 200 mg/dl. At time of contact the patient was doing good. No additional event or patient information is available. No product was provided for investigation. However, data log was provided and reviewed for evaluation on 12/23/2016. Complaint for inaccuracies was confirmed. The root cause could not be determined, post investigation. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly. Labeling indicates: the dexcom cgm system does not replace your bg meter. When making treatment decisions, such as the amount of insulin you need, only use your bg value. Don't use the dexcom cgm system sensor glucose readings because readings can be different from your bg value. If sensor glucose readings are used in determining treatments, it could result in you missing a severe low or high glucose event.